Manufacturer narrative:
The reported event is inconclusive due to the poor sample condition. The sample given was evaluated and no pinch or blockage was observed. Water was able to be introduced into the sample. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "when it is difficult to remove catheter by deflating the balloon (expressed as ¿removal-difficult case¿ hereinafter), take appropriate measures according to the following procedures. The following two methods are available for removal-difficult cases. A. Non-rupture method (sterile water is withdrawn without bursting the balloon.) B. Balloon-rupture method: with balloon-rupture method, fragments of the ruptured balloon may remain in the bladder. Therefore, try non-rupture method first. A. Non-rupture method: 1) attach luer tip syringe to the inflation valve. Inject an additional amount of sterile water into the inflation lumen and pump the plunger. 2) if situation wouldn't be improved with 1), sever the inflation funnel of valve. (Fig. 10) 3) if situation wouldn¿t be improved with 2), sever the catheter shaft while holding it with forceps so that the distal segment may not be drawn into the urethra. (Fig. 11) 4) if situation wouldn't be improved with 3), insert a needle into the inflation lumen and pump the plunger. (Fig.12) 5) if situation wouldn't be improved with 4), insert a fine steel wire through the inflation lumen of catheter. (Fig.13)"

Event description:
It was reported that it was difficult to deflate the catheter. The catheter was removed by cutting the shaft. No patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the catheter. The catheter was removed by cutting the shaft. No patient injury reported.